Event description:
It was reported that during testing conducted at the manufacturer facility the sagittal saw attachment was overheating. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing conducted at the manufacturer facility the sagittal saw attachment was overheating. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
Upon visual inspection, the device was found to be affected by corrosion and debris. The device was discarded by the manufacturer.